Event description:
The patient reports that they have a non-working neurostimulator that is shocking them when they walk through security at the government office. The patient reports that the device is turned off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).